Event description:
It was reported that the patient had experienced withdrawal. The reporter stated that the symptoms were unmistakable and included feeling sick, having sweats, having chills, having a metallic taste, and being sick at your stomach. At the time of report, the patient was past these symptoms and was 'suffering with pain.' It was stated that the patient must have twisted or lifted something too heavy while loading his luggage for a cruise, because the next day was when the symptoms started. The patient was offered intravenous morphine by the cruise physician, but had declined. Additionally, the physician prescribed an oral narcotic for the pain, but the patient opted not to take it as it was 'highly addictive' and would cause constipation. It was stated that the patient was scheduled to have a dye study, but the procedure had been cancelled due to a scheduling issue. Another dye study had not yet been scheduled at the time of report. The device system was infusing morphine. Four days later, it was reported that the reporter was 'pretty sure' that the patient was in morphine withdrawal as he was familiar with the symptoms. At the time of report, the patient was working to get another dye study scheduled. Ten days later, it was reported that the patient did not have concerns with his device or therapy. He had received assistance from his doctor or medtronic representative to resolve his concerns.

Manufacturer narrative:
Concomitantp roducts: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).